Event description:
This customer reported a failure to discharge via external paddles during testing.

Manufacturer narrative:
(B)(4) : this customer reported a failure to discharge via external paddles during testing. The hosp biomed performed the device evaluation and isolated the malfunction to the external paddles. The external paddles were replaced to resolve the issue.